Event description:
It was reported to philips that the system was unable to power on. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that both the pdu fan tray and dcps were defective, and the f4 fuse had blown. Fse replaced the pdu fan tray and dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.